Manufacturer narrative:
Based on the claim against the product by the customer noting instrument control loss by the surgeon, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went onsite and replaced the touch pad to resolve the issue with the grip match. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The touch pad was analyzed and found to have errors in the logs. During in-house failure analysis, while reviewing the error logs, there was error 75 with p1 value 3 noted. This means the startup was not successful. The touchpad was installed and tested on the printed circuit assembly (pca) test system. Programming was completed with no issues. The system started up without any error. The unit was calibrated successfully, and all the touch functions were tested and passed. The technician booted up the system in normal mode and let it idle for 10 minutes. Testing in the system with more than 10 power cycles, no issue occurs after extensive use. However, it was recommended to replace the som for precaution and check for loctite contamination. The probable root cause of the alleged issues with this touch pad cannot be determined based on the information provided and failure analysis results; however, the error 75 was confirmed via logs. No product issue was identified. The reported event was not confirmed as failure analysis of the touch pad found no functional issue since it passed all tests. The touch pad was visually inspected and evaluated for its mechanical and electrical characteristics. The failure analysis investigations and in-house testing of the returned unit revealed no issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci after the start of the procedure due to the surgeon losing control of the instruments. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was losing the following and had to ¿grip match¿ to continue; there was a loss of control of the instruments. The intuitive surgical, inc. (Isi) technical service engineer (tse) explained that the issue might be the finger clutch is too sensitive, or the touchpad may be too sensitive. The isi tse suggested the surgeon try to pick her elbows off the armrest, she said it was working but then it stopped again. The isi tse asked if the customer had another surgeon side console (ssc) available. The site converted to another da vinci system. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The procedure was completed with no injury to the patient.